Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) to troubleshoot their issue. They confirmed that the maj-1430 pigtail videoscope was plugged in the front of the cv-190 evis exera iii and they unplugged the maj-1430 after powering down the cv-190. The customer confirmed another scope works fine in the 2 towers having the b30 errors on both towers. The gold scope contacts were already cleaned with a prep pad. The tac representative advised the customer that the scope needed to be evaluated for repair. The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera iii bronchovideoscope displayed a communication error code b30. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "occurrence of device communication error message b30 " occurred due to electrical conduction abnormality by water invasion on device from leakage bending section cover and charged coupled device-unit in insertion section was damaged by some stress which was applied to insertion tube. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. Precaution for disappeared or frozen endoscopic image; warning. -follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution. -turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting. If the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the issue was found at preparation for use, with no delay.